Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) year old female pt had a skin irritation that has broken open on her chest. It was later reported that the patient's nurse started using a medicated cream to treat the irritation. There was no further info available about the med outcome of the irritation.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.